Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen became black and unreadable while the device was charged and alarming, and the user later confirmed the screen was physically cracked after the pump was struck in a pocket at work; the issue pertained to the touchscreen component with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.